Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Event description:
It was reported that during an unknown procedure, the surgeon was using the trio to dissect the entire ligament around the uterine. After fifteen minutes of using enseal. The gen11 was found an error "replace instrument". The surgeon examined the jaw of the enseal, and found the electrode was falling off already. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.